Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke off while installing a screw during surgery. The tip was retrieved and disposed of. There were no patient impacts reported.

Manufacturer narrative:
The returned inserter was evaluated. A significant portion of the tip has fractured off in a manner consistent with high torque placed on the inserter during screw installation. A review of manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the tip of a driver broke off while installing a screw during surgery. The tip was retrieved and disposed of. There were no patient impacts reported.